Event description:
Affiliate reports that the valve was implanted with l-p shunt, and three weeks after implantation ventricular reduction was found by a CT scan. The doctor changed the pressure to 180mmh2o, however, the situation did not change and an intradural hematoma was noted. This resulted in an explant.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.